Event description:
It was reported that a malfunction alarm occurred with the pump, identified by the code "malf 0," which was not resettable. The impact on the customer's blood glucose level was unknown as the customer declined to answer. Technical support arranged for a replacement pump, confirming the shipping address and instructing the caller to use multiple daily injections (mdi) as a backup therapy. The pump was under warranty, and the customer was advised to place the malfunctioning pump into storage mode and return it using a pre-paid label within ten days. The customer understood and acknowledged these instructions.